Event description:
It was reported that the procedure was to treat a heavily tortuous distal circumflex artery. A 2.75 x 15 mm tenku was being used for pre-dilatation; however, there was difficulty attempting to cross the lesion and the shaft kinked when the physician applied force to the device. Another 2.5 mm tenku was used for pre-dilatation and a non-abbott stent was implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned goods analysis revealed the distal end of the tip was torn.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue; guide cath: axess 7fr jl4.0. (B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to advance could not be replicated as it was based on case circumstances. The reported kink was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the tenku instructions for use warns: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Based on the information reviewed, there is no indication of a product deficiency. The tenku rx is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. ((B)(4) 2012).